Event description:
The customer alleged that a healthcare worker received an h2o2 contact on the employee's left thumb and right forefinger when replacing a sterrad nx cassette. The employee did not seek medical attention. It was reported that the symptoms cleared within 2 hours. The employee was not wearing the recommended ppe.

Manufacturer narrative:
(B) (4)-skin contact.